Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Complaint sample was not available, and the lot number of product involved in this incident was unknown. However, sales and shipping search to the client within the time frame of three months before the date of occurrence was performed. According to our records no product is available from these lots on distribution centers to be analyzed. The entire set of lots have been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed.

Event description:
A peritoneal dialysis (pd) patient's pd nurse reported that the patient had been diagnosed with peritonitis on (B)(6) 2016. The patient had been hospitalized on (B)(6) 2016 due to the patient not having any flow through the pd catheter. The patient was subsequently discharged from the hospital on (B)(6) 2016. The patient had been treated with cipro and vancomycin and the patient's pd catheter issues have been resolved. The patient's medical records have been requested but have not yet been made available.